Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that there was concern for some sort of pump occlusion, and the patient was experiencing low flow alarms. It was also reported that the patient underwent speed optimization on (B)(6) 2024 and was placed on extracorporeal membrane oxygenation (ECMO) shortly after. It was later communicated that the pump was exchanged. Multiple attempts were made to obtain additional information regarding the reported events and pump return status; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they received a pump exchange on an unreported date. No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due concern for pump occlusion. The patient underwent a speed optimization on (B)(6) 2024 and was placed on extracorporeal membrane oxygenation (ECMO) shortly after. The log file captured persistent low flow events with the flow hovering mainly around the 2.4 to 2.5 liter per minute (lpm) mark. Additional log files captured low flow events in the morning hours on (B)(6) 2024 with flow noted as low as 2.4 lpm. Motor power would fluctuate based on the fixed speed, but all powers appeared appropriate for the fixed speed. The pump was exchanged.